Event description:
Reportedly, pt underwent c-section. The wound was closed with 0 dexon suture and running stitch of fascia and 4 with -0 subcuticular caprosyn suture of the skin. Four days later, the pt was seen by doctor for bleeding from incision. Wound noted not to be open, but no tightly closed. Drainage felt to be a seroma, steri strips applied. The next day, pt seen in ER for incisional bleeding. One area of incision open. Dressing placed. Told to see ob in am and to rest. The following day, the pt was seen in ER for wound dehiscence and exposed bowel. Immediately taken to or. Suture noted to be broken and suture knots intact. During re-op, tissue was noted to be without necrosis. No evidence of infection or tissue friable problem. Product not retained for MFR evaluation. Hospital stay was extended by four days. No add'l info.

Manufacturer narrative:
.